Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/12/2013 with the following findings: the pump was found to be unable to power on during investigation. The pump battery cap was found to be stripped and the battery compartment was observed to be cracked. The battery compartment was examined and moisture damage was found in the compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and was unable to power on due to damage to the battery compartment and cap and moisture damage in the battery compartment. This report is made based on the results of evaluation.